Event description:
It was reported that the bd bbl¿ columbia agar with 5% sheep blood labels were missing information. There was no report of patient impact. The following information was provided by the initial reporter: customer confirmed the plates themselves had labels on them. The issue is missing label on sleeves.

Manufacturer narrative:
B.5. Information provided by the initial reporter has been updated to: customer confirmed the plates themselves had labels on them. The issue is missing label on sleeves. Based on this information it has been determined that MFR # 1119779-2023-00758 was sent in error. This is not a reportable event and should be considered corrected to not reportable.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that the bd bbl¿ columbia agar with 5% sheep blood labels were missing information. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that there is no lot, expiration date, or time stamp printed on the plates.